Manufacturer narrative:
It was also stated that the patient may be getting a transplant within the next 4 to 5 months. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manuel outlines psychiatric episode as a potential event that may be associated with use of the product. According to the clinical risk benefits analysis report for the manufacturer psychosocial assessment and interventions are important and supported by accrediting bodies which requires palliative resources be made available for the vad patient. Recognition that treatment of this is both pharmacological and psychosocial, the vads improved perfusion supports the pharmacological treatment and the improved quality of life related to vad health improvements may further support the psychosocial concerns. The driveline remains implanted. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced a psychotic event and attempted to cut "all the controller cables". While attempting to cut the driveline cable an alarm sounded which alerted clinical staff who were able to stop him before he could completely cut the driveline cable. Damage was observed on the outer sheath and inner lumen at the proximity of the exit site dressings, and the white cable insulation was noted to be ripped off over 2 mm. Log file review by the site revealed one "electrical fault" alarm, at the time of the event, but nothing further. A splice repair was excluded because of the proximity of the damage to the exit site and because the physician believed that the patient would not tolerate required pump off time. Field service engineers arrived onsite on november 5th 2015 to perform a driveline sheath repair. Oxygen tubing was used to stabilize the damaged region. The tubing was cut open along the entire length to fit over the driveline and was filled with silicone to fix the inlaying driveline. The driveline was then covered with silicone tape to fix the oxygen tubing. The portions of missing outer sheath were replaced using fs0012 rev 03. There have been no reports of "electrical fault" alarms or pump stops since the repair. Of note, the patient's psychological stress was reported to due to his extended hospital stays as a result of his clinical condition. The physician reported that the patient has since been treated and is feeling much better and has been discharged home. It is also reported that the medical team believes the event was related to patient's extended hospital stay, not the device. The patient's psychological condition has improved since the hvad was implanted, and he reportedly "regrets his act". Investigation is ongoing.